Event description:
Per the audiologist, the pt was involved in an auto accident in 2007 (date not reported). Since that incident, the pt reported poor performance when using the device, apprehension about overly loud sounds and "physical sensations" when the implant site is pressed upon and when she is near a computer. The pt reported these non auditory sensations with or without using the device. A CT scan showed the cochlear array was in the correct position. An integrity test done in 2008 showed normal device function. Reportedly, the patient's physician has no medical concerns. Elective explantation surgery is planned, but had not been scheduled at the time of this report. There is no reimplantation surgery planned.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.